Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable, the right monitor, and two video cables were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up, and the right monitor would not work. No pt injury was reported.